Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: has the surgeon or doctor provided a medical rationale that indicates the use of the product is in no way related to the reported event? Weakness of the patient¿s tissues and not by the stapler. Already completed the procedure the surgeon expresses us that a risk factor for the patient is their constant exposure to chemotherapy, but that should be an issue to be reviewed, since many patients of chest surgery are previously exposed to chemotherapy. Additional information requested but unavailable: what was the approximate size of vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Was there any extraneous tissue within jaws of device distal to cut line? Was the tip of jaws visible during firing? Were there any issues noted with staple form on oozing vessel? Is it routine practice for this surgeon to control bleeding of this nature with clips? Does the surgeon believe the excessive bleeding was caused by the staple line? What is the current patient status?

Event description:
It was reported that during a right pulmonary lobectomy by thoracoscopic procedure, at first it was stapled with pvs and two recharges in the right inferior pulmonary vein. The device stapled and cut correctly but the tissue remained with a diffuse bleeding at the staple line, (the doctor leaves gauze, making compression for hemostasis) and continues resection of lung segment. In the final stage of the process where hemostasis is reviewed, continues bleeding in the staple line, the surgeon to control bleeding tried to put a clip but the tissue in the staple line is torn and bleeding is generated that aggravates the patient. It is necessary to open the patient and ask the help of a cardiovascular surgeon who puts some points with vascular suture and saves the life of the patient. Finally they can control the bleeding and stabilize the patient.

Manufacturer narrative:
(B)(4). Additional information received. Has the surgeon or doctor provided a medical rationale that indicates the use of the product is in no way related to the reported event? Weakness of the patient¿s tissues and not by the stapler. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to a malfunction.